Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found that the main drawer and tower were not detected on the bus. The engineer turned off the station for 5 minutes and turned it back on, but the issue continued. The engineer opened the back panel of the main station and inspected all the lights, and all lights were working with no issues found. The engineer turned off the station again and inspected each asset pyxibus cable. The engineer found a cut on the main station pyxibus cable, which most likely caused a short that affected the main station and the tower. The cable was replaced, and the interface cable from the main station to the tower was not secured properly with the screw. The engineer secured it and turned the machine back on. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es doors and drawers were not detected on bus. The main cabinet and the auxiliary tower were affected by the issue. A nurse had been pulling medications when the problem started. The nurse reported that she was unable to obtain the needed medication from the device and encountered a delay. (B)(6) confirmed that the nurse obtained the medication from the pharmacy, and the delay was approximately 10 minutes. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.